Event description:
On (B)(6) 2025 when attempting to use equashield closed system transfer device, it was noted that there was not a secure connection, causing concern for potential leak from tubing. Staff requested assistance in disconnecting tubing and connecting new equashield device. New device provided a secure connection and process continued. No patient involvement.